Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus. Additional follow up attempts have been made to inquire about device return with no response. As a result, the alleged device is not expected to be returned for evaluation of the reported issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source gave scope communication error codes, b30 and e216. This occurred during preparation for use. There was no report of patient harm. This report is linked to the following patient identifiers: (B)(6).